Event description:
A loaner incompass spine set tray was brought to our facility by a representative from abbott spine. The contents of the tray were examined in the instrument room prior to being used for a surgical procedure. It was noted that there was a crack in the ceramic head of the screw wrench. Instrument room supervisor contacted representative and expressed concern that this instrument could not be adequately cleaned and sterilized. Representative obtained an upgraded replacement screw wrench. The representative instructed that abbott spine is now using a new style of screw wrench with a different handle in the incompass trays. A photograph of the cracked instrument is available for review. Actual instrument returned to representative.